Event description:
It was reported that insulin from the reservoir leaked past the o-rings and during normal use. No further information was provided.

Manufacturer narrative:
Inspected two sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. No connector anomalies were observed during analysis. Reservoirs connected and locked in place properly.inspected two opened and used reservoirs. Performed manual prime and high pressure test per specification. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Check o-rings for defects and none were found. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.